Event description:
The customer reported the image from the device was noisy (looked like a sandstorm) and the subject could not be recognized. The customer questioned whether a cable in the device may have been disconnected. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The image was noisy and the subject could not be recognized. In addition, there was an air/water leak and there were defects in the appearance of the video connector due to physical and chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and was attributed to a broken cable. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the event was found during preparation for use with the device being inspected prior to use, and the procedure was completed using a similar device.